Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iqmeter read inaccurately compared to another device. The patient reported blood glucose results of "7.3 mmol/l" with the subject meter and "5.6 mmol/l" on another meter, performed within 30 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Follow-up #1- device evaluation (submission 11/05/2012): lifescan (lfs) received the test strips and meter involved with the complaint on (B)(4) 2012 and (B)(4) 2012, respectively. Investigation was completed with the test strips on (B)(4) 2012 and with the meter on (B)(4) 2012. The alleged complaint was not confirmed with both returned products; however, it was noted that an "error 4" issue occurred with the returned test strips. This complaint is now being reported due to the device evaluation investigation results.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.